Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose after correction doses while using the ilet system, with the user also reporting frequent missed meal announcements and overcorrection of low events that could impact dosing decisions; report review and potential target changes were requested, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and completion of remote coaching and education. Investigation included user interview, clinical review of the reported events, and counseling on system use. Investigation of this case revealed no device malfunction reported and suggested user-related factors, including missed meal announcements and treatment of lows, as plausible contributors to hypoglycemia, with the specific root cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.